Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), abdominal pain ("abdominal pain"), back pain ("lower back pain"), dysmenorrhoea ("dysmenorrhea"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (eotal hysterectomy with a bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, back pain, dysmenorrhoea, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: device was successfully occluded. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), abdominal pain ("abdominal pain"), back pain ("lower back pain"), dysmenorrhoea ("dysmenorrhea"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (total hysterectomy with a bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, back pain, dysmenorrhoea, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: results: device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-nov-2018: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain') in a 27-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included rash, itching, fever, breast feeding, yeast infection, tubal ligation, amenorrhea, cellulitis, hidradenitis suppurativa, obesity, cervical pap smear normal, chills, dizziness, fainting, fever, forgetfulness, headache, sleep loss, nervousness, numbness, sweaty, anorexia, cold intolerance, facial swelling, weight loss, cracked nipple, nipple discharge, skin irritation, breast mass, breast pain, chest pain, dyspnea, edema, hearing loss, nasal polyps, ear pain, nasal congestion, voice alteration, dysmenorrhea, bleeding menstrual heavy, depressive disorder, cesarean section, tonsillectomy, fibroids, uterine fibroids, uterine cervical squamous metaplasia, leiomyoma nos, cystoscopy, pelvic peritoneal adhesions, mood altered and cervicitis. Previously administered products included for an unreported indication: ortho tri-cyclen from 2002 to (B)(6) 2006, vicoprofen and nystatin. Concomitant products included alprazolam (xanax) from (B)(6) 2015 to (B)(6) 2017, amfetamine aspartate; amfetamine sulfate;dexamfetamine saccharate; dexamfetamine sulfate (adderall) from (B)(6) 2015 to (B)(6) 2017 and medroxyprogesterone acetate (depo-provera) (B)(6) 2007 to (B)(6) 2008. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and dysuria ("bladder urinary problems or changes: dysuria"), 13 days after insertion of essure. On (B)(6) 2008, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2009, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety / mental anguish"). On (B)(6) 2017, the patient experienced menorrhagia ("abnormal bleeding(vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)/ excessive vaginal bleeding"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("lower back pain/ lower back area"), hypoaesthesia ("prolonged numbness due to reaction") and scar ("excessive scar tissue"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy with a bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, back pain, vaginal haemorrhage and weight increased had resolved and the menorrhagia, dysmenorrhoea, depression, anxiety, fatigue, dysuria, hypoaesthesia and scar outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dysuria, fatigue, hypoaesthesia, menorrhagia, pelvic pain, scar, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight: 234 lbs. Insertion details - "we first placed the essure device in the right side which went in without difficulty. Approximately 8 to 10 coils are noted on the right side. We then identified the left side and again placed the device directly inside the left tube and approximately 8 to 10 coils were noted on the left side". Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: results: device was successfully occluded. The scout film demonstrates a nonspecific bowel gas pattern. Essure micro-inserts are noted bilaterally in the pelvis, each in a horizontal projection. The proximal coils appear to be at the uterine cornua bilaterally, as contrast is superimposed on them (as per mr). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-may-2019: pfs and mr received : event: abnormal bleeding (vaginal), bladder or urinary problems or changes, dysuria, fatigue, weight gain, numbness & scar tissue were added. Events outcome vaginal bleeding, pelvic pain, abdominal pain, back pain, weight gain were changed unknown to recovered/resolved. Severity, lab data, reporter, reporter information and medical history, concomitant drug was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain') in a 27-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included rash, itching, fever, breast feeding, yeast infection, tubal ligation, amenorrhea, cellulitis, hidradenitis suppurativa, obesity, cervical pap smear normal, chills, dizziness, fainting, fever, forgetfulness, headache, sleep loss, nervousness, numbness, sweaty, anorexia, cold intolerance, facial swelling, weight loss, cracked nipple, nipple discharge, skin irritation, breast mass, breast pain, chest pain, dyspnea, edema, hearing loss, nasal polyps, ear pain, nasal congestion, voice alteration, dysmenorrhea, bleeding menstrual heavy, depressive disorder, cesarean section, tonsillectomy, fibroids, uterine fibroids, uterine cervical squamous metaplasia, leiomyoma nos, cystoscopy, pelvic peritoneal adhesions, mood altered, cervicitis and obesity. Previously administered products included for an unreported indication: ortho tri-cyclen from 2002 to november 2006, vicoprofen and nystatin. Concomitant products included alprazolam (xanax) from 23-sep-2015 to 29-nov-2017, intrauterine contraceptive device (iud nos) from 23-sep-2015 to 5-dec-2017 and medroxyprogesterone acetate (depo-provera)13-sep-2007 to march 2008. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and dysuria ("bladder urinary problems or changes: dysuria"), 13 days after insertion of essure. In november 2007, the patient experienced menorrhagia ("abnormal bleeding(vaginal, menorrhagia)"). On (B)(6) 2008, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2009, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety / mental anguish"). On (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)/ excessive vaginal bleeding"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("lower back pain/ lower back area"), hypoaesthesia ("prolonged numbness due to reaction") and scar ("excessive scar tissue"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy with a bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, back pain, vaginal haemorrhage and weight increased had resolved and the menorrhagia, dysmenorrhoea, depression, anxiety, fatigue, dysuria, hypoaesthesia and scar outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dysuria, fatigue, hypoaesthesia, menorrhagia, pelvic pain, scar, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 234 lbs. Insertion details - "we first placed the essure device in the right side which went in without difficulty. Approximately 8 to 10 coils are noted on the right side. We then identified the left side and again placed the device directly inside the left tube and approximately 8 to 10 coils were noted on the left side". Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: results: device was successfully occluded. The scout film demonstrates a nonspecific bowel gas pattern. Essure micro-inserts are noted bilaterally in the pelvis, each in a horizontal projection. The proximal coils appear to be at the uterine cornua bilaterally, as contrast is superimposed on them (as per mr).. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-dec-2019: EU mir tab was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain') in a 27-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included rash, itching, fever, breast feeding, yeast infection, tubal ligation, amenorrhea, cellulitis, hidradenitis suppurativa, obesity, cervical pap smear normal, chills, dizziness, fainting, fever, forgetfulness, headache, sleep loss, nervousness, numbness, sweaty, anorexia, cold intolerance, facial swelling, weight loss, cracked nipple, nipple discharge, skin irritation, breast mass, breast pain, chest pain, dyspnea, edema, hearing loss, nasal polyps, ear pain, nasal congestion, voice alteration, dysmenorrhea, bleeding menstrual heavy, depressive disorder, cesarean section, tonsillectomy, fibroids, uterine fibroids, uterine cervical squamous metaplasia, leiomyoma nos, cystoscopy, pelvic peritoneal adhesions, mood altered, cervicitis and obesity. Previously administered products included for an unreported indication: ortho tri-cyclen from 2002 to (B)(6) 2006, vicoprofen and nystatin. Concomitant products included alprazolam (xanax) from (B)(6) 2015 to (B)(6) 2017, intrauterine contraceptive device (iud nos) from (B)(6) 2015 to (B)(6) 2017 and medroxyprogesterone acetate (depo-provera)(B)(6) 2007 to (B)(6) 2008. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and dysuria ("bladder urinary problems or changes: dysuria"), 13 days after insertion of essure. In (B)(6) 2007, the patient experienced menorrhagia ("abnormal bleeding(vaginal, menorrhagia)"). On (B)(6) 2008, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2009, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety / mental anguish"). On (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)/ excessive vaginal bleeding"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("lower back pain/ lower back area"), hypoaesthesia ("prolonged numbness due to reaction") and scar ("excessive scar tissue"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy with a bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, back pain, vaginal haemorrhage and weight increased had resolved and the dysmenorrhoea, depression, anxiety, fatigue, dysuria, hypoaesthesia and scar outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dysuria, fatigue, hypoaesthesia, menorrhagia, pelvic pain, scar, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 234 lbs. Insertion details - "we first placed the essure device in the right side which went in without difficulty. Approximately 8 to 10 coils are noted on the right side. We then identified the left side and again placed the device directly inside the left tube and approximately 8 to 10 coils were noted on the left side". Received treatment for pain, bleeding diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: results: device was successfully occluded. The scout film demonstrates a nonspecific bowel gas pattern. Essure micro-inserts are noted bilaterally in the pelvis, each in a horizontal projection. The proximal coils appear to be at the uterine cornua bilaterally, as contrast is superimposed on them (as per mr). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Outcome of event : "abnormal bleeding(vaginal, menorrhagia), abnormal bleeding (vaginal)/ excessive vaginal bleeding" updated as recovered. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.